Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation on non-targeted areas despite reprogramming due to lead migration which was confirmed through imaging. The patient underwent a lead revision procedure wherein the lead was advanced. The patient was doing well postoperatively.